Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported turn off without input which was not reproduced. A review of the event history log identified improper shutdown messages as evidence of the customer problem. It was found that the unit had a failed alternating current power adaptor which was not providing power to the unit or the battery. The assignable cause was determined to be an external influence. The alternating current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. This occurred in the medicine ii department during programming/setup. There was no patient involvement. No additional information is available.